Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1, date of submission 06/16/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/20/2011 with the following findings: the keypad was found to be torn between the up and contrast keypad buttons. All keypad button presses did not activate desired pump functions during testing. All key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts. There was evidence of moisture/corrosion found under the up-arrow, down-arrow and ok key contacts.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.